Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 12, 2018 that an accumax 365 laser fiber was used during a cysto stone procedure performed on (B)(6) 2018. According to the complainant, during procedure and inside the patient, the clear tip of the laser fiber broke off. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted

Manufacturer narrative:
One accumax 365 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The glass fiber underneath the jacketing burned back from the broken tip, this indicated that the tip detached while laser energy was being applied. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 365 laser fiber was used during a cysto stone procedure performed on (B)(6) 2018. According to the complainant, during procedure and inside the patient, the clear tip of the laser fiber broke off. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted